Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient closed their garage door and it turned off their ins. The patient lost stimulation. The patient checked the ins and it said that it was on/ok. The patient¿s wife turned the ins off and started it again. The programmer again showed that the device was on/ok. The patient reported that turning the stimulation back on resolved the issue. The patient had tremors while the device was off. The issue is reported to be resolved. No complications or further complications were reported. [Refer to manufacturer report #3004209178-2017-06699 for details pertaining to the reportable related event.]